Manufacturer narrative:
The customer's meter and test strips were returned for investigation. Controls were tested with the customer meter and master lot. The qc values obtained were in the acceptable range. All measurements were without error messages. Investigations demonstrated that customer´s material and retention material perform within specifications. In this case, coumadin dosage was increased from 1 to 3 mg daily (+200%) based on one inr value, which is not in line with practice recommendations (inr values <1.5: dosage should be increased for +15% weekly). It cannot be excluded that other factors have contributed to the decision to change the dosage. Differences between inr values (meter vs. Laboratory) cannot be assessed because the laboratory method is unknown, however it is possible that the increased inr measured in the laboratory was due to the coumadin dose increase, and can be explained by decreased levels of circulating factor vii. No product problem was found. The following medwatch fields have been updated: device available for eval, date returned to mfg, device evaluation by manufacturer?, and device returned to manufacturer?

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they tried running controls on the coaguchek xs meter with serial number (B)(4) and received a temperature error. The meter had not been outside of room temperature. The controls were being tested on the meter since a patient had been tested, receiving a low result of 1.3 inr on (B)(6) 2016 at 9 a.m.. The testing was performed at the patient's home and the patient's daughter reported the result to the doctor. The patient's coumadin dose was adjusted by the doctor based on the 1.3 inr value. The dose was increased from 1mg to 3mg daily. The patient's coumadin dose is adjusted depending on the inr result. The patient was admitted to the hospital on (B)(6) 2016 at 1 p.m. Due to a fall. The customer did not know if the fall was in any way related to the 1.3 inr result. The customer believed the 1.3 inr value to be incorrect. The patient had a sample collected at 1 p.m. And it was tested using an unknown laboratory method, resulting as 5.9 inr on (B)(6) 2016. The patient received a vitamin k injection at the hospital as treatment. The patient's therapeutic range is 2.0 - 3.0 inr. The patient is not anemic, does not suffer from antiphopholipid antibodies, and is not on direct thrombin inhibitors. The patient has had no new medications, changes to diet, or recent illnesses. The patient has no bruising or bleeding. The patient was released from the hospital on (B)(6) 2016. The customer removed the batteries and key code from the meter for a minute. The meter immediately displayed the temperature error when turned back on. The affected product has been requested for investigation and replacement product has been sent to the customer. Relevant retention test strips (lot 206463) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were found to be acceptable.

Manufacturer narrative:
The nurse had been testing the patient for about 3 weeks during home visits prior to the (B)(6) 2016 incident. The nurse tried to run liquid controls on the meter because of her concern about the difference between the 1.3 inr meter result vs. 5.9 inr lab result. The nurse said she¿d gotten a temperature error when she attempted and did not get a control result. The coaguchek meter will give a temperature error under 2 different conditions: when the environmental temperature is out of the range of 15° c - 32 ° c / 59 °f - 90 ° f or when the code chip of the liquid qc is inserted in the slot by mistake. The temperature error occurs in this situation because the meter is checking the temperature range based upon based upon the code chip for the strip lot in use, not the liquid qc. Because the code chip of the liquid qc does not contain this temperature range, the meter will give a temperature error. This issue is often resolved when the batteries are removed from the meter and reinserted after approximately one minute. This clears the data in the memory and the meter can then be used. The coaguchek xs meter does not require external qc measurements because every test strip has its own internal quality control. The coaguchek xs meter is not equipped to measure external controls. If measurement is performed, the strip code chip must be used and the result will be displayed with a "c" flag as the sample material is not recognized as blood. The result itself has no value as no control ranges are provided. Control ranges are only stored on the code chip of the liquid control, which is not to be used on the coaguchek xs meter. According to the nurse¿s notes, she got an order from the physician to change the patient¿s dose from 1 mg to 3 mg on (B)(6) 2016 in the morning when she visited the patient. The patient took her coumadin dose every evening. The nurse stated the patient would not have taken the 3 mg dose prior going to the hospital at 1 p.m. On that day due to a fall.